Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. Surgical intervention was undertaken. This lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break near a bend location 124 millimeters (mm) from the terminal pin. Detailed analysis also confirmed that the outer conductor coil had a break approximately 137mm from the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Based on the characteristics of the fractured outer conductor coil, it was determined that it was consistent with cyclic/flex fatigue damage. The identified breaks contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. Surgical intervention was undertaken. This lead was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product was received for analysis.